Event description:
User was performing troubleshooting activities and noted a valve inside the analyzer was very hot to the touch. No injuries were reported. User was performing measures with power cycled on the analyzer. Labeling instructs user to power the instrument off prior to accessing this area of the instrument.